Event description:
On august 5th 1999 mallinckrodt inc. Rec'd info stating a pt had been found without a pulse or respiration while being monitored by a nellcor n-200 pulse oximeter. Reportedly, they could not recall whether the monitor had alarmed. The hosp stated the pt was resuscitated, but they stated there was cerebral involvement.